Manufacturer narrative:
Product analysis: analysis found that the device automatically shut down after booting. There was unexplained liquid ingress causing the printed circuit board to burn. The battery contact was damaged and the upper case was bad. The device was returned to the customer unrepaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) cannot pace normally. The epg was returned for servicing. There was no patient involvement.